Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving multiple shocks. Device interrogation revealed lack of atrial capture. All other measurements were stable and in-range. During the lead revision lead dislodgement was confirmed. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 27.0-28.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 38.4-38.8cm from the distal tip, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of sensing anomalies.